Event description:
It was reported that there was high threshold, an impedance increase, noise, and over 400 short intervals which could indicate oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; distal segment returned and analyzed.